Manufacturer narrative:
The customer's instrument was accessed and the image files for the microplate used to process the run with the discrepant typing result was analyzed. The error code "image analysis: empty or too dense wells detected" was present. Additionally, there was no anti-a in the well. Repeat testing was performed on the galileo and manually. Results were o positive. The pipettor reference check was performed by the customer and the instrument is operating as expected. Although a transfusion of incompatible blood did not occur, the potential for transfusion of incompatible blood exists.

Event description:
An abo mistype on the galileo instrument was reported. A donor that is a known o positive tested as a positive on galileo.